Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on september 25, 2009, alleging that her onetouch basic stopped powering "about 1 week ago." The patient manages her diabetes with diet and exercise but there was no indication that the patient made any changes to her diet and exercise as a result of the power issue. She claimed that 1 week after the power issue began, she became shaky and sweaty but denied receiving any form of treatment. According to the troubleshooting performed by customer service, the battery was not replaced per the owner's manual. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury 1 week after the meter stopped powering on.